Event description:
It was reported that a device entanglement occurred.During the procedure, 1.75MM Rotalink Burr and Rotawire were selected for use. During the procedure, it was noted that the burr and the guidewire became entangled. The procedure was completed with another of the same device. The patient was stable post procedure.

Manufacturer narrative:
E1: (b)(6).Device Analysis Findings:The device was not returned for analysis; therefore, a technical analysis could not be performed. Investigation Conclusion:This investigation has been assigned the conclusion code of Adverse Event Related to Procedure following a review of the reported event details, an available information. It is likely that the issue could be related to factors that can occur with the interaction between the rotapro and rotawire, as well as operational factors such as handling or technique at the moment to manipulate both devices, causing the reported event.